Event description:
It has been reported to philips that the system will not do fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to perform fluoro. No further information regarding the issue has been provided. No service has been performed by philips as the customer was out of contract. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.